Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of "low" (specific bg value was not provided). Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.